Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, the keypad was intact and all the keys were responsive to user presses. There was no ¿lapse in the keypad response¿ time observed. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage observed to the keypad flex. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad issue. The reporter stated a slight lapse in the keypad responsiveness to user presses. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.